Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was 400 mg/dl. Buttons were unresponsive and device had alarmed battery out limit alarm and failed battery test alarm. Device had gone through x-ray at the airport. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, alarmed motor error during the basic occlusion test due to faulty force sensor resistor. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and no unexpected battery out limit alarm noted. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator and communicated properly with glucose sensor simulator and display the 100 value properly on the display graph. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.